Event description:
The patient was implanted with two extensions in 2006. It was later reported that there was a malfunction of some electrodes, and when viewed in an x-ray one extension was opaque while the other was only slightly visible. It was determined that one extension was an updated model, leading to the difference in visibility, but the upper contact on the slightly visible electrode (ngk019030n) was failing. Impedances over 40,000 ohms were measured on electrode #3. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 748295, (B)(4), implanted: unknown, explanted: unknown. Extension: model 748295, (B)(4), implanted: unknown, explanted: unknown.